Event description:
Defibrillation threshold testing was performed, resulting in shock impedance measurements within normal limits. The patient's physician was aware of the out of range impedance measurement and had not elected for further intervention at this time.

Event description:
--

Event description:
--

Event description:
Boston scientific received information that varying shock impedance measurements were detected on this device system. The measurements remained within acceptable limits. Approximately two months later, a shock impedance measurement greater than 125 ohms was observed. To date, no adverse patient effects were reported for this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient implanted with this device system was to be brought into the clinic for defibrillation threshold testing.